Manufacturer narrative:
72404127, 564508010, control pump fgs iz. 72400024, 564738019, balloon fgs 61-70 cm.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to unknown reasons. All components were explanted and replaced. Additional information was received. Over the past six months, patient noticed increasing incontinence. All components were removed and replaced. Doctor determined patient had atrophy and smaller cuff was placed. No adverse patient effects. No malfunctions or leaks found in explanted devices.